Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
MFR completed the entire form. The device is currently being evaluated; the MFR will file a f/u report detailing the results of the evaluation once it is completed.